Event description:
It was reported that during the implant procedure when the lead was removed from the packaging, the physician noticed that the helix was extended. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix partly extended. Visual inspection found the is-1 connector pin was bent. The damaged is-1 pin lead the analyst to conclude that the lead was removed from the package and has been used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.